Event description:
It was reported a patient received inappropriate anti-tachycardia pacing (atp) for incorrect interpretation of signal and functional under-sensing. The atp may have accelerated the rhythm to ventricular fibrillation (vf). No changes were reported. The patient status was unknown.

Manufacturer narrative:
Correction: b5, patient status.

Event description:
It was reported a patient received inappropriate anti-tachycardia pacing (atp) for incorrect interpretation of signal and functional under-sensing. The atp may have accelerated the rhythm to ventricular fibrillation (vf). No changes were reported. The patient status was stable.